Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Legal representative reported "the patient is undergoing psychotherapeutic treatment prior to the traumatic experience she describes as ¿the lacerating evil of her self-esteem that she had to live with" and "deterioration and physical pain increased progressively, accompanied by increasing psychological distress characterized by fear, anxiety, and generalized discomfort." The event of "physical pain increased progressively is deemed not device related. Record is for right side. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of anxiety-product/procedure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure.

Event description:
Legal representative reported "the patient is undergoing psychotherapeutic treatment prior to the traumatic experience she describes as ¿the lacerating evil of her self-esteem that she had to live with" and "deterioration and physical pain increased progressively, accompanied by increasing psychological distress characterized by fear, anxiety, and generalized discomfort." The event of "physical pain increased progressively is deemed not device related. Record is for right side. Device has been explanted.